Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false atrial fibrillation (af) episode which appeared to be normal sinus rhythm with frequent premature atrial contractions (pacs) and premature ventricular contractions (pvc). The icm remains in use. No patient complications have been reported as a result of this event.